Event description:
Patient was revised due to loosening of the component from the cement mantle.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The product and lot code for the cement associated with the event is not known. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that the provided product code has been inactive/obsolete since january of 2006. Should additional information be received, the complaint will be reopened. Depuy consdiers the investigation closed.